Event description:
Additional information indicated that they opened the patient up and tried to recharge the device, without any impediment but it still didn¿t work. It looked on x-ray as though the lead may have moved over the device inside the body but even with this moved, they still could not maintain a connection. The patient had a new implant and was able to successfully able to recharge the implant. The device was implant in january 12th 2021. The patient has a new device and is doing well.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# unknown implanted: explanted: product type recharger product ID 978b1 lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID wr9220 serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no issue with the bluetooth connection. When trying to connect to the implant they would press the find device button and in normal conditions it took a while and then would connect to the implant. After about 5 seconds they seen the message ¿device is not responding reposition communicator over the internal device¿. When repositioning the communicator after approximately 5 seconds the same message comes up. They would press retry and again the communicator cannot find the implant. A clinician reset was performed and after about 20 minuet¿s the service code 4101 is displayed. A new recharger would connect to the implant for 2 seconds and then disconnected. With this being the case we scanned the original recharger and have been using it since. It was noted that the patient was listed for a revision.

Event description:
Additional information was received. They reported the ipg was not returned and the patient in question was now managing to charge and no reported issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that charger charges the neurostimulator for a few seconds then it won't sync and the charging session stops. Patient tried repositioning the charger over the ins. Patient pressed the power button for 45 seconds and tried again. Patient tried another recharger. Patient tried charging in a different position. The issue was not resolved at the time of the report. The patient is unable to charge her neurostimulator. The last time she charged was last week, and she still has 30% on her internal neurostimulator. They did see a flashing green light and the error 1707. The rep was with the patient on friday and we tried everything, even a new recharger but the same thing kept happening. The surgeon also saw her and palpated the ins so we know there is no issue with tilting. Also there is no coupling issue with the communicator, only with the recharger. Additional information reported that they error message occurred every time charging is attempted. Excellent connection and then 1-2 seconds later it drops out. Surgeon palpated and depth seems fine, not too deep. The recharger will connect and then searches again and cannot reconnect while sitting, walking and lateral. The depth was within 1- 2.5 cm and patient is slim. She was able to charge for the first 2 months on a weekly basis to 100% and then as of last week, she was unable to do so, and the battery is now losing charge completely. They tried a brand new one and the issue is that it connects for a second and then disconnects repeatedly. They reviewed the x-rays and agree that there may in fact be a dip of the ins, so although still parallel to the skin, the potential movement may be impacting the rechargeability. It was later reported everything went as planned but as soon as the recharger light turned green (hence in normal charging mode), the connection dropped out. They repeated the process and it was the same three times.